Manufacturer narrative:
Approximate age of device - 3 years and 9 months. A correlation between the device and the reported cerebrovascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to an ischemic cerebrovascular accident. The patient reportedly had concurrent hypertension and low inr values at the time of the event. The patient is on medical management and no thrombolytic medications were given. It was reported that the patient had unspecified residual deficits and underwent rehabilitation for 3 weeks. The patient is now stable at home with home healthcare. The lvad was reportedly functioning as expected.